Event description:
Report received of an overdelivery of IV fluids. The pump was programmed to deliver a volume to be infused (vtbi) of 1000ml at a rate of 75ml/hr. The nurse reported that at the beginning of their shift, the pump was giving an audible beep; however, there was no display message and the pump was infusing. The pump was reportedly plugged into a wall outlet while giving the audible alarm. Later in the shift, the pump "flashed off and on". At this time, the nurse reported "working with the pump" and stated the pump then started delivering. Around lunch time, a new 1000ml bag was hung on the primary line. There was no secondary or concurrent infusion. The nurse reported that in approximately 2 1/2 hours, the 1000ml had completely infused. The doctor was notified. Orders to discontinue the IV fluids and to replace the IV access with a prn adapter were received. The patient's vital signs were checked and reported to be within normal limits. The patient did not experience any adverse effects. Though requested, there was no further information available.